Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 118 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and declined further follow up from tandem technical support.